Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that hematoma occurred at the implantable cardioverter defibrillator (ICD) pocket, and operation was successfully performed for thrombectomy. During parameter recheck, right ventricular (rv) lead pacing threshold was measured and pacing failure was observed with 5v/0.4ms. Re-operation was continuously performed for rv lead re-positioning. The physician believed the data was unchanged from device implantation under fluoroscopic guidance. Rv lead position was slightly changed and replaced. After the rv lead was positioned, measurement showed pacing threshold was about 1.8v/0.5ms and 1.0v/1.0ms. Though pacing threshold was slightly high, the operation was prolonged and lead fixation was carried out. However, pacing threshold was over 4v/0.4ms, and the output rate was changed and checked, but there was high pacing threshold narrowly capture with 5v/0.4ms. The rv lead was again removed from the pacemaker, and psa measurement showed pacing threshold was 2v/0.5ms. The rv lead pacing threshold had a big gap between psa measurement data and pacemaker checkup data. Physician requested device replacement, however, evaluation confirmed that there was no anomaly with extension of helix under fluoroscopic guidance. Though measurements of rv lead was 3v/0.5ms, pacing failure rarely occurred. Also, pacing qrs waveform of intracardiac electrocardiogram was unstable due to change with every pulse. The patient was transfer red to another facility for further evaluation and intervention. Evaluation confirmed that the rv lead tip was delivered deeper than the site which was expected to be the apex. The rv lead was re-positioned at the proximal side, and psa measurement showed very favorable data results. The ICD was connected, and there was no change in the measurement results. The rv lead and ICD remain in use. No patient complications have been reported as a result of this event.